Event description:
It was reported that the patient had an intraocular lens (iol) implanted and vision is still blurry and not improved. Through follow-up with the patient, it was learned that the patient experienced blurry distance vision soon after cataract surgery for both eyes. The patient noted that the left eye was worse than right eye. The blurriness was further described as "a cloud" in the eyes. The patient reported that around (B)(6) 2023, the surgeon performed a laser treatment in both eyes for the "cloud" in the eyes. The patient reported no improvement in vision after the laser treatment in either eye. In (B)(6) 2023, it was noted that the patient was suddenly unable to see lights or anything for a few seconds one evening. The patient put hands in front of the eyes, then removed them and the vision came back. At a follow-up visit with the doctor, the patient was informed that there was "a flake" in the eyes due to old age which is causing the cloudiness. The patient was told the post-operative vision in the right eye was 20/30 and 20/40 in the left eye. The pre-operative visual acuity was unknown, but the patient claims that the vision was better prior to surgery. The patient reported still driving at night due to work schedule, but tries not to, due to not being able to see well and being afraid. The patient reported that the vision improves a little when wearing glasses for distance, specifically to watch tv and driving at night. The patient reported that the doctor continues to advise to wait and that things will improve, however the patient reported no improvement in either eye. There are no planned interventions. Through follow-up with the doctor's office, it was learned that the patient had a yttrium aluminum garnet (yag) laser capsulotomy performed on (B)(6) 2023 (for the right eye) and (B)(6) 2023 (for the left eye). It was reported that it was unknown if the patient had pco (posterior capsule opacification). The patient saw the doctor for an emergency visit on (B)(6) 2023 due to the patient's vision getting worse. No further information was provided. This report is to capture the left eye event. Manufacturer report number 3012236936-2024-00300 is being submitted to capture the right eye event.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between apr 18, 2023 and jan 11, 2024. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.